Manufacturer narrative:
"UDI" added in d4. "Device manufacture date" added in h4. The UDI# listed in d4 is the UDI# for the country where the event occurred and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).

Manufacturer narrative:
The distributor confirmed that there is no abnormality in the ed-580xt. This endoscope continues to be used. Photographs of the retrieved distal end cap showed no signs of abnormality. This case was used in a trial. Fujifilm believes that the facility may have made a user error when attaching the destal end cap.

Event description:
The distal cap was attached to the distal end of the duodenoscope ed-580xt, and an endoscopic retrograde cholangiopancreatography (ercp) was performed. The nurse noticed it was not attached to the scope when the scope was removed at the end of the procedure. A gastroscope was used to find the cap and it was retrieved from the proximal esophagus. There was no death or serious injury associated with this event.